Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the pt's cervical disc.

Manufacturer narrative:
The device has not yet been received for investigation. Awaiting return of the device to complete the investigation.